Manufacturer narrative:
(B)(6) collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation codes: method - (other) - lens work order search device history review results - (other): no lens was returned in packaging. A lens work order search was performed and no similar complaint was found within the same work order. Device history review: no definitive root cause can be identified in this case and the source of the complaint cannot be definitely identified as the product was not returned. The root cause of the complaint is unknown and cannot be determined. Conclusions - (no conclusion can be drawn): the product pertaining to this claim was not returned for evaluation. Based on the complaint history, work order search and device history review, a specific root cause of the event could not be determined. (B)(4): no lens was returned in packaging.

Event description:
The reporter stated the surgeon thought the cc4204a collamer single piece lens appeared to be warped when opened out on the field. There was no patient contact.